Manufacturer narrative:
The anesthesia system was investigated at the hospital by our field service engineer (fse). The reported issue could not be reproduced and no parts needed to be replaced. The anesthesia system passed all performance and safety tests in accordance with factory specifications and was cleared for clinical use. A complete set of device logs were downloaded and sent for evaluation. The received logs confirm that there were issues with ventilating the patient on several occasions during the case. There is no data in the trend log due to the logs having been saved more than 24 hours after the event and there are no recordings of technical malfunctions in the technical log. Without having the trend log to evaluate ,we have not been able to confirm how much the flow, concentration and pressure actually deviated from set or expected values. The true cause of the reported event has not been determined.

Event description:
Manufacturer's reference number: (B)(4). It was reported that the anesthesia system did not cycle properly. There was no patient harm reported.

Manufacturer narrative:
A correction of field # d1 brand name, # d4 version or model #, # d4 unique identifier (UDI) # and h4 manufacturer date were required. D1 ¿ brand name - previous brand name: flow-I, corrected brand name: flow-I c40 anesthesia system d4 ¿ version or model # - previous. Version or model #: flow-I c40, corrected version or model #: 6888540. D4 ¿ unique identifier (UDI) # - previous unique identifier (UDI) #: missing, corrected unique identifier (UDI) #: (B)(4). H4 ¿ manufacture date - previous manufacturing date: 01/31/2022, corrected manufacturing date: 01/10/2022.

Event description:
Manufacturer's reference number: (B)(4).